Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high short v-v counts over the past 6 months with the right ventricular (rv) lead. In addition, there was far field r-wave (ffrw) oversensing with the right atrial (ra) lead. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.